Event description:
Additional information indicates that this patient underwent a revision procedure as this lead continued to exhibit high out of range pace impedance measurements greater than 2,000 ohms along with noise and oversensing. It was reported that the noise was able to be reproduced with isometrics. The lead was explanted and successfully replaced. The product is not expected to be returned. No adverse patient effects were reported.

Event description:
Additional information indicates that the noise and high out of range impedance measurements continued when the lead was tested through the pacing system analyzer (psa).

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a pacing impedance of 440 ohms during an office evaluation. Previous impedances were 1,500 ohms and it has been known to bounce around. The lead safety switch has been turned off. It was reported that the thresholds were good and the sensing was okay. It was stated that the sensitivity was programmed to 1 millivolts. No adverse patient effects have been reported. The field suspected a conductor issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.